Event description:
The customer reported to olympus that during preparation for use, the visera elite ii video system center was displaying error code 226 message. Additionally, a pin was reported to be inside the socket and was bent inward. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a bent video connector pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error 226 occurred due to a bent video connector pin inside the socket. The cause of the bent video connector pin could not be identified. Olympus will continue to monitor field performance for this device.